Manufacturer narrative:
The rapid infuser has been returned to belmont for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. In the event that the rapid infuser exhibits a "heating fault" alarm, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The manufacturing records for this serial number were reviewed and nothing notable was observed. This unit has not been serviced by belmont since it was shipped to the customer in 2015. It was reported that there was no harm to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the rapid infuser exhibited a "heating fault" alarm during a case. Another rapid infuser was brought in and the case was completed. There was no harm to the patient.

Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. Upon receipt, we found that both input and output temperature probes were dirty, which caused the unit to exhibit a "heating fault" alarm. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm. The routine maintenance instructions in the operator's manual state: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." In the event of a heating fault alarm, the following recommended operator action is provided in the manual: "make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing." The manufacturing records for this serial number were reviewed and nothing notable was observed. This unit had not been serviced by belmont since it was shipped to the customer in 2015. It was reported that there was no harm to the patient.